Event description:
This same report was sent as a voluntary report. This resident is severely contracted and immobile. Staff found resident on floor beside her bed. Resident was sent to hospital for eval and found to have a fracture of the distal femur. Resident admitted to hospital for repair of fracture. Upon investigation of the fall, it was determined that the resident slid off the medastat air loss mattress due to uneven distribution of air pressure and slippery cover. Medastat representative came into the facility, evaluated the equipment and found that the pump was defective on this medastat bed. The medastat rep checked all other beds with medastat mattresses in the facility and those were working properly. The medastat rep also provided an inservice for facility staff.